Manufacturer narrative:
(B)(4)

Event description:
It was reported that myopotential oversensing was observed. Lead was replaced during generator change-out procedure. After lead extraction, insulation damage was observed. Patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 9.3-10.0cm, 15.1-15.2cm, and 32.7-33.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of oversensing.